Event description:
Boston scientific received information that this device displayed a high out of range shock impedance measurement. This issue was reviewed by the physician. The device was reprogrammed and the left ventricular lead function was disabled. The device remains in service and able to provide therapy. A lead revision was not performed as an echo revealed improved heart status. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Further high out of range measurements were reported. This lead remains implanted, however the device has been reprogrammed to monitor only. A further echo is intended in the next few months. No adverse patient symptoms were reported.